Event description:
It was reported that the user experienced urgent low glucose alerts during the past two nights while using the ilet bionic pancreas, with a documented low of 63 mg/dl and device dosing cessation at the user¿s low target; the user had been announcing ¿usual dinner¿ meals despite eating lower carbohydrate dinners and sought clarification on dosing behavior. Symptoms included hypoglycemia. Outcomes included transient low glucose lasting about one hour without hospitalization or professional medical intervention, with self-treatment using crackers and no ketone testing. Investigation included review of device data and user education. Investigation of this case revealed user-related meal announcement mismatches relative to actual carbohydrate intake, with the device functioning as designed by suspending insulin at the low target. It was concluded that the event was due to user meal announcement error leading to hypoglycemia, and the device performed as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.